Event description:
The physician was intending to use an nc euphora balloon catheter during procedure for treatment of the prox-lad which exhibited no calcium. It is reported that the device was being used for post-dilatation. The device was removed from packaging and inspected with no issues noted. Negative prep was performed on the device prior to use with no issues noted. The device is reported to have passed through a previously deployed stent. A leak and inflation difficulties is reported to have occurred during balloon inflation. It is reported that the leak occurred on the catheter at 14 atms, after one prior inflation. The nurse at the account reported that with the first inflation, 14 atms would not hold, then a second inflation at 14 atms still could not hold, but contrast was seen in the balloon both times. It is reported that the drop in pressure was gradual at first, then upon second attempt the pressure drop was very sudden. The delivery system was deformed at the shaft. It is reported that the leak was isolated to the shaft of the catheter, at the deformed area. There was no leak to the balloon component. Resistance was not encountered when advancing the device and excessive force was not used during delivery. The device was not moved or repositioned prior to the burst. The same inflation device is reported to have been used with other devices pre and post the inflation difficulties encountered. It is reported that the procedure ended at that point. There was no patient symptoms or complications associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the device was returned for evaluation. During the analysis the device failed negative prep. Pressure was applied to the device and the balloon appeared to inflate however the balloon failed to maintain pressure and slowly deflated. Liquid was observed exiting the device on the transition shaft. Visual inspection of the transition shaft showed damage along the catheter length. The damage to the transition shaft starts at the hypotube bond and extends approximately 3.81 centimeters in a straight line. There is also a hole on the transition shaft at 4.25cm proximal to the wire lumen entry port. (B)(4)

Manufacturer narrative:
Evaluation results and conclusions: (evaluation in progress). (B)(4).